Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg), as it would not charge to full capacity and provided inadequate stimulation. The patient underwent an ipg replacement procedure. Additional information has been received that the patient was doing well postoperatively. Explanted device was not released.

Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg), as it would not charge to full capacity and provided inadequate stimulation. The patient underwent an ipg replacement procedure.